Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and customer had some major issues with insulin pump, keep getting an error insulin flow block. The customer¿s blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer had a plunger available. Customer reports insulin exits, but there was greater than normal resistance when attempting plunger push. Customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.